Manufacturer narrative:
This device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent restenosis and stent thrombosis occurred. Vascular access was obtained via the radial artery. The 90% stenosed, concentric shaped, de-novo, 32mm in length target lesion containing a bend of <=45 degrees was located in the mildly tortuous and severely calcified 3.0mm in diameter proximal left circumflex (lcx) artery. The ejection fraction was 45%. Before the procedure was started, aspirin and plavix were administered to the patient. The lesion was pre-dilated resulting in 80% residual stenosis. A 32 x 3.00mm taxus¿ liberté¿ drug-eluting stent was then implanted to treat the target lesion. However, following implantation of the device, a recurrent 80% stenosis was noted. The physician then dilated the target lesion with a 3.0 x 8mm nc apex quantum balloon, eliminating the stenosis. After performing a control angiography, stent thrombosis was observed in the 32 x 3.00mm taxus¿ liberté¿ drug-eluting stent, obstructing the lcx. The patient was given reopro bolo intra coronary and reopro for 24 hours. A 3.0 x 12 taxus stent was also deployed to treat the thrombosis. No further patient complications were reported and the patient's status was stable.